Event description:
Patient presented to the physician with stimulation lead tethering causing pain with head and neck movement. Physician brought the patient into the or, untethered scar tissue from the lead body, and closed. This resolved the issue.